Manufacturer narrative:
Retainer ring=clear. The insulin pump was returned for audio/absence of alarm found on (B)(6) 2021. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed displacement test. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. However, insulin pump error 63 alarm noted during self test and confirmed in insulin pump trace/history files(variableinfo = 3) on (B)(6) 2021 at 8:11am. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case(battery tube), and cracked case-corner of belt clip rails. Audio/absence of alarm not confirmed during testing. However, insulin pump error 63 alarms confirmed during self test in the insulin pump trace/history files (variableinfo = 3) on (B)(6) 2021 at 8:11am due to broken trace at pin #6 (sda) on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had sound issue. Customer stated that issue was that the sound did not work at all. Customer was performed auto test but pump was sound, there was still vibration. No harm requiring medical intervention was reported. The device will be returned for analysis.